Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection (severe draining abscess) at the implant site and was subsequently hospitalized overnight (specified date and duration not reported). The patient was treated with oral antibiotics for three days, then IV antibiotics for three days, and the patient was discharged with oral antibiotics for 14 days (specific dates not reported). The device was explanted under general anesthesia on (B)(6) 2025 and there are no plans to reimplant the patient with a new device as of the time of this report.